Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that during surgery the controller started to get very hot to the touch. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The controller, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned controller. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of manufacturing records for this s/n (B)(6) found one ncr25626a. Visual evaluation of the rf12000, q2 controller s/n (B)(6) shows an untouched warranty seal. The manufacturing date of the controller is rev.q / 2018. No visible manufacturing abnormalities were found. An inside view showed no fluid spill marks inside the controller. Functional testing revealed that the controller was not generating any output voltage. The fet´s (q9, q10) are electronically damaged. The complaint was not verified and the root cause for the reported overheating could not be determined with certainty. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.